Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The report received indicated that the proximal end, luer hub, was received separated from the catheter. The problem was noticed after the device was removed from the packaging; it was not possible to determine if the problem was visible through the sterile pouch. However, it was indicated that the catheter (hub and shaft) was fixed firmly on the cardboard; there was no excessive force used at any time and the device's storing temperature was at about 4-18 degrees.